Event description:
Complainant alleged that while attempting to defibrillate a patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The ECG data from the event was returned to zoll for evaluation. Our review of the data found that the device performed three analyses during the event. The result of the first two of the analysis segments was no matching condition for shock. The third analysis segment was determined to be shockable. Because the analysis program requires at least two of three segments to be identified as shockable, the overall result was no shock advised. What appears to have driven the result of no matching condition for the first two segments are very large deflections that can be seen in the ECG waveform. These deflections caused some of the waveform features calculated the analysis program to fall outside the numerical range for shockable rhythms. The cause of the large deflections cannot be determined. Based on our review of the data, we have concluded that the device performed to specification.